Event description:
The customer stated that she was hospitalized several times, due to high and low blood glucose levels. At the time of the phone call, the display on the insulin pump was blank. Troubleshooting was performed, but it was not possible to restore the display. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.